Event description:
Report stated that with rn in room the ventilator shut down with a fail to cycle alarm. When rt arrived the front panel were displaying all 888's. The pt was hand bag ventilated and placed back on the ventilator that was operating correctly. The ventilator was later replaced for inspection.

Manufacturer narrative:
Field svc replaced defective epi pcb assembly. Lab results: epi pcb was inspected and no e12 code was found stored in memory. The unit was operated under extreme temperatures for 48 hrs. After four days of continuous operation; unable to duplicate the failure observed by the customer.